Manufacturer narrative:
Additional information - the reference of the heart transplant was reported under med watch MFR# 2916596-2018-00057. Analysis of the system controller log files that were provided by the account confirmed one transient power elevation on 06-sep-2017; however, a direct correlation between the left ventricular assist system (lvas) and this finding could not conclusively be established through this evaluation. The first submitted log file contains data from (B)(6) 2017 at 18:01:18 through (B)(6) 2017 at 16:34:11. One transient power elevation was captured on (B)(6) 2017 at 11:46:37. Estimated flow was captured at this time. This power elevation was associated with a pi event and there were 97 total pi events captured throughout the file. The second submitted log file contains unique data from (B)(6) 2017 at 16:42:17 through (B)(6) 2017 at 12:35:43. No notable trends in pump parameters were observed. No other notable trends in pump parameters were observed in either log file and power actually trended downwards slightly over time. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of each file. The system appeared to be operating as intended. Thrombus was confirmed during the investigation of returned pump (reference med watch MFR# 2916596-2018-00057). Although a root cause for the thrombus development could not be conclusively determined through that evaluation, it is worth noting that the thrombus could have contributed to the patient's clinical signs of hemolysis if it were present during this event. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was later reported that the patient was admitted on (B)(6) 2017 for another episode of high lactate dehydrogenase (ldh). An increase in power was observed on this report and the patient underwent a transplant on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for suspected pump thrombosis. Log file analysis completed by the manufacturer¿s technical services representative revealed an increase in power and a decrease in average pi over time. Heparin infusion was initiated and the patient's lactate dehydrogenase (ldh) was decreasing. No additional information was provided.